Event description:
Information was received from a consumer regarding a patient receiving morphine via an implantable pump. The indication for use was non-malignant pain. The patient reported that starting on (B)(6) 2024 the connection to the pump takes longer and stalls at 91%. The patient was walked through connecting to the pump and gave guidance on where to hold the communicator. The patient stated this happens every time. The patient was not able to successfully navigate to anything else on the handset and the agent tried for the entirety of the 40 min call to educate but not able to change settings and at end of call ordered replacement handset. An email was sent to the repair department for a replacement handset. App will get stuck at 91% when connecting to the pump. No patient harm reported.

Manufacturer narrative:
Continuation of d10: product ID: hh90t01, lot#serial#: unknown, product type: mobile platform, product ID: a820, lot#serial#: unknown, product type: software. Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot#: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.